Manufacturer narrative:
The field service engineer determined the measuring cell had degraded. The measuring cells were replaced. Calibration, controls, and instrument checks passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in an estradiol value of 3000 pg/ml with a data flag. The sample was repeated on a second analyzer, resulting in a value of 384 pg/ml. The repeat value was deemed correct. The estradiol reagent lot number was 630079. The reagent expiration date was requested, but not provided.